Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; analyzer passed functional and bench testing. (B)(4).

Event description:
It was reported that during an implant, noise was observed on the atrial egm (electrogram). Proper connection with the atrial pacing cable was verified and noise was still seen on the analyzer. The ventricular pacing cable connection and egm was normal during the implant, so the ventricular channel was used to test the atrial lead as well. A new analyzer was installed in the programmer. The analyzer was returned for repair. No patient complications have been reported as a result of this event.